Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s pump displayed a ¿sensor reconnecting¿ message while using a libre 3+ cgm, resulting in loss of cgm pairing and automated insulin dosing; during the incident the highest blood glucose was 308 mg/dl, the glucose was out of range for approximately three hours, and the user transitioned to subcutaneous insulin backup therapy before successfully repairing and re-pairing the sensor and resuming pump use. Symptoms included none. Outcomes included temporary interruption of automated therapy without hospitalization. Investigation included troubleshooting and user education regarding cgm pairing and system operation. Investigation of this case revealed a resolved pairing failure with the libre 3+ sensor that was corrected through standard re-pairing steps, indicating sensor unavailable status was transient and addressed by repair and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity disruption consistent with cgm pairing failure, resolved through standard troubleshooting.